Event description:
It was reported "upon inserting the reverse glenoid baseplate, the patients glenoid fractured; uncertain whether it was due to improper surgical technique or the patient's unusually hard bone. Able to achieve good fixation and no further surgical intervention was required." Additional information was obtained. The device was used for a right side reverse shoulder surgery on (B)(6) 2014. The right glenoid fracture was not displaced; there was no delay in surgery. The surgeon achieved good fixation and the device was implanted.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.